Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a screw on the pump was loose resulting in being unable to load a cartridge. There was no adverse impact as the pump had not been using for insulin therapy. Reportedly, the customer continued to use manual injections for insulin therapy.